Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed no audio output (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Dexcom has issued an rga for patient to return the device to be investigated.

Manufacturer narrative:
(B)(4). Complaint device was returned to dexcom and evaluated. The reported failure was not confirmed and no failure detected.